Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, there was a problem unloading the device. The staple gun jammed in the shot. Also, the stapler did not fire and the surgeon was unable to squeeze the handle. There was no patient injury.